Event description:
It was reported that the atrial lead dislodged during implant and was repositioned. After repositioning, the lead exhibited high impedance and loss of capture. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.